Manufacturer narrative:
The exposed portion of the soft cannula appeared to be cut off. Since the cannula was damaged, fluid was not able to flow through the complete fluid path and exit the distal tip of the soft cannula. The data downloaded from the device did not show any timeouts or drive stalls that would indicate a failure to deliver insulin. Although the cannula was damaged, the timing and cause of the damage is unknown. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached 257 mg/dl while wearing the pod on the arm. Trace ketones were also present. As treatment, patient drank fluids and a new pod was applied.